Event description:
This case was initially received via regulatory authority (B)(4) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("pain in back") in a female patient who had essure (batch no. 683287) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), hypertension ("hypertension"), weight increased ("weight gain"), visual impairment ("reduction in vision"), nausea ("nausea"), headache ("headaches"), abdominal pain upper ("stomachaches") and pain in extremity ("pain in legs"). The patient was treated with surgery (removal of inserts on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, hypertension, weight increased, visual impairment, nausea, headache, abdominal pain upper and pain in extremity outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, headache, hypertension, nausea, pain in extremity, visual impairment and weight increased with essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report, reported via health authority, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced back pain ("pain in back"). Essure was removed six and a half years after its placement. Additional non-serious events were reported. No further information was provided. The reporter provided no assessment of the causal relationship between the event and essure. Back pain is serious due to its medical significance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, the event occurred after essure insertion. Given event's nature, the compatible timely relationship, and in absence of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. Further information cannot be requested.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) - heath authorities in (B)(6) (reference number: (B)(4) ) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("pain in back") in a female patient who had essure (batch no. 683287) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), hypertension ("hypertension"), weight increased ("weight gain"), visual impairment ("reduction in vision"), nausea ("nausea"), headache ("headaches"), abdominal pain upper ("stomachaches") and pain in extremity ("pain in legs"). The patient was treated with surgery (removal of inserts on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, hypertension, weight increased, visual impairment, nausea, headache, abdominal pain upper and pain in extremity outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, headache, hypertension, nausea, pain in extremity, visual impairment and weight increased with essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) -2017: quality-safety evaluation of ptc. Company causality comment : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.